Event description:
It was reported that an alert for multiple episodes of non sustained lead noise were observed. T-wave oversensing was suspected. Programming changes and x-ray for lead integrity were discussed. Patient condition was good and stable after the event. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.